Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No power loss alarms noted during testing. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had been getting alarms daily. The pump was not alarming at time of call. The customer had received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The customer did not receive a power loss alarm after inserting new battery. The customer stated that she had been getting false low battery alerts. Customer states that this is the second time she has called in this issue. Patient's blood glucose at this time of incident was 180 mg/dl. History showed power error. Customer wasn't using a 620gor 640g pump with software version 2.6. Customer previously called to report power error detected. The customer was guided with steps to resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.